Event description:
Report received on 18jul2025: caller reports '20 micro filter' in the box of aralast came "snapped in half" not usable to complete the infusion. Caller is asking if takeda can replace only the '20 micro filter' they did use aralast material with the filter from a second order. Account: (B)(4). Order number: (B)(4). Delivery doc#: (B)(4). Po #: (B)(4). Product: aralast np,1.0g,50 ml USA. Product code: 1504758. Potency: 1063iu. Lot #: b5b017aaa. Expiration date: 04/30/26. Quantity ordered: (B)(4). Quantity impacted: 1. Value: $1,785.84.

Manufacturer narrative:
This MDR is submitted following a retrospective complaint review conducted under CAPA pr 5560509. The event met MDR reportability criteria but was not reported within the required timeframe due to an initial misassessment of reportability. The physical sample was collected for further evaluation. Two photos were also provided showing a broken filter spike in an originally sealed blister and the blister foil with lot 24k19-1. The physical sample was inspected using the naked eye. The filter was in its original sealed blister, but it was broken in half. The reported defect could be verified, as the filter was in its original sealed blister, but it was broken in half. The complaint sample was forwarded to the lab on 02-sep-2025 for further investigation: the complaint sample "20 micro filter" was delivered in the original sealed blister. There are several deformations on the surface of the pouch, but no holes were detected. No stretch marks are visible on both fracture sides, nor on the needle side or on the filter side. It was tried to reproduce physical breaking of the spike. The experiment has shown that there are stretch marks on the fractured side. Furthermore, it takes immense strength to break it and it can be expected that the blister of the filter spike should be damaged too. Lot number b5b017aaa. Internal manufacturing investigation was performed. Retention samples were evaluated. Visual inspection on the aralast affected filter spike lot 1285964 (supplier lot 24k19-1) packed to b5b017aaa was performed. The retain sample indicated that there were no abnormalities and the sample was complaint with the requirements. Review of documentation of batch 1285964, item number 3400465 / filterspike 20 micron and 1285965, item number 3400465 / filterspike 20 micron was performed. There were no nonconformities, failures, rework or deviations that contributed to the reported problem. All incoming release results and parameters met specifications. In the course of incoming release an aql visual inspection of filterspike 20 micron lot 1285964 was performed. Aql limit is (B)(4). Applicable checkpoint for the reported defect is: "no obvious visual defects including particulate contamination, hairs, insects, part damage or deformation". Incoming release results were compliant with the requirements; no abnormalities or defective units have been observed for the complaint issue. A review of the monthly report (aug 2025) for aralast was also performed relative to the subcategory "damaged / broken)". The complaint rate for 2025 is approximately (B)(4), 2024 (B)(4), and 2023 (B)(4). The FDA emdr system requires selection of a product code; therefore, product code lhi was selected.